Manufacturer narrative:
(B)(4)evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed and found the fuses to be burnt out. The cause of the condition was unknown. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have burnt out fuses. There was no patient involvement. No additional information is available.